Event description:
The lay user/pt contacted lifescan on february 9, 2008 and alleged that her one touch ultrasmart meter was reading inaccurately erratic. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported, that the alleged issue first occurred in 2008. She also mentioned, that she was feeling shaky and "obnoxious" after the reported issue began. The pt had obtained results of 172 mg/dl and 125 mg/dl on the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. However, the pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly. The test strips were in good condition and within the expiration/discard dates. The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The pt was walked through a control solution test, which passed within range. This complaint is being reported because the pt claimed she experienced symptom suggestive of severe hypoglycemia after the reported issue began. Although, the alleged erratic results were out of specifications, the control solution test passed. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.